Event description:
Reporter initially noted trouble releasing vacuum; frequent breakage of posterior capsules occurred over a three week period. All pts doing reasonably well. Additional info received during follow-up indicated one pt had lens dehiscence (subluxation) with conversion to ecce and some remaining cortical debris; no implant.